Event description:
Information was received indicating that the pump would not run when used with a smiths medical cadd cassette reservoir filled with chemotherapy medication. There was no observed patient or clinical consequence.